Event description:
Complaint received reporting leakage issues with use of 46104-07 monitoring kits. There were no reported adverse pt/operator consequences. Device return: two (2) used 46104-07, monitoring kit segments; unk ext. Sets attached to the proximal end on both of the returned 46104-07, monitoring kits. Visual inspection of the "as-received" 446104-07 devices recorded the needleless valves hubs were filled with blood. There were no other documented abnormalities. Engineering analysis: the returned units were pressure tested per the applicable specifications. The results recorded no leakages and or mfg non-conformances and or out of spec conditions. The engineering report notes that although not always repeatable, previous analysis of these valve components have shown leakage conditions can potentially occur if the valve component is over pressurized. Based on the as-received condition where blood was observed around the devices needleless valves hubs, this condition would suggest that the components were over-pressurized.

Manufacturer narrative:
Mfg lot build record review: a review of the mfg lot build database for the reported lot # 2696732 (mfg 06/2013) shows 40 units were mfg, tested, inspected and released. There were no exception documents generated during the mfg lot build. Findings: testing and analysis of the returned b)(4) devices to the product specifications did not replicate the reported league issue. Visual analysis of the "as-received" complaint units did show evidence of residual blood in the (B)(4) mtg. Kits needleless valve components. Although the exact cause(s) of this condition is unk, previous investigations have identified usage conditions that can contribute to this condition. This report and the associated investigation findings have been entered in the complaint database for continuous monitoring and trending.